Event description:
The user in (B)(6) contacted lifescan alleging inaccurate high readings on the lifescan meter compared to a lab analyzer. The lifescan meter readings were not provided and the lab result was provided as "5.4 mmol/l". There was no injury or medical attention sought due to the issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.